Event description:
The customer reported via phone call he experienced high blood glucose. The customer's blood glucose was 303 mg/dl. The customer treated his blood glucose by bolusing. While troubleshooting, the customer stated that the drive support cap appeared normal, that there were no air bubbles and that no leaks were observed. The customer was advised to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer did confirm that he received the no delivery alarm. The customer was advised to call back in order to complete troubleshooting. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.